Event description:
Lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a damaged outer conductor coil (20 cm distal to the is-1 connector pin) was found, which most likely occured during the implantation procedure at the suture site. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.